Manufacturer narrative:
Lot number is unk; therefore, the device expiration date or MFR date cannot be determined at this time. Eval: the device is available for return. However, not yet rec'd. A follow up MDR will be submitted if this info becomes available.

Event description:
Physician successfully passed trocar and blue sleeve on pt's right side, successfully passed trocar on pt left, pushed blue sleeve on trocar, and when pulling blue sleeve through the left obturator foramen the blue sleeve broke at the site of the lower port prior to exiting pt. Doctor removed sling and replaced with alternate.